Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, a black spot was found on the surface of the optic. The iol was immediately exchanged during the initial procedure. According to the surgeon, it is unknown what caused or contributed to the event.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. A small dark loose particulate is observed on the optic. A loose fiber was observed on the optic edge. A small cotton applicator was used to assess. The small particulates were easily removed from the lens. The product investigation could not identify a root cause for the reported complaint. The origin of the material cannot be determined. The manufacturer internal reference number is: (B)(4).